Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30259531m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During the procedure, the patient received adrenaline causing the heart to contract harder, which then caused the tamponade. This resulted in the catheter perforating the tissue. The tamponade occurred in one of the ventricles. After ablation, the patient¿s blood pressure fell and cardiac puncture was performed, then surgery to repair perforation. The patient was reported to be in stable condition but was still under intensive care and was not removed from any machines. The physician states that the adverse event was not product related, but procedure related. No biosense webster, inc. Product malfunctions were reported. A cardiac puncture was performed without success. The patient went to surgery for a thoracotomy and the surgeon found and closed a ruptured right ventricle. The patient was stable after this intervention. During the following night, the patient¿s condition went backward, and an urgent intervention was performed during the night. The patient had to undergo another thoracotomy and the surgeon found a ventricular septal defect (vsd). This was probably caused by the ablation but was not found the day before because of the right ventricle (rv) tamponade. The physician suggested that the right ventricle (rv) tamponade was caused by the cardiac puncture and it was not procedure related. The patient did not survive the second operation and died. Transseptal puncture was performed using the abbott, swartz¿ braided transseptal guiding introducers lamp¿ 45°, 63 cm, 8,5fr. There was no evidence of steam pop. The irrigation catheter flow setting was 30 ml/min. The shaft proximity interference (spi) value was max 500-550. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu) and no re-zero was prompted by the system. Force visualization features used were graph, dashboard, vector and visitag (3 mm/3 sec stability, force over time 25% 3 gr, size 3). Additional filter used with visitag was respiration adjustment. The color options used prospectively was ablation index.

Manufacturer narrative:
On december 10, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection revealed that there was no damages or anomalies that were observed. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was noticed that the concomitant product was inadvertently omitted from the 3500a initial MDR submitted to FDA on 11/8/2019. These products have now been added to section d11. Concomitant med products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During the procedure, the patient received adrenaline causing the heart to contract harder, which then caused the tamponade. This resulted in the catheter perforating the tissue. The tamponade occurred in one of the ventricles. After ablation, the patient¿s blood pressure fell and cardiac puncture was performed, then surgery to repair perforation. The patient was reported to be in stable condition but was still under intensive care and was not removed from any machines. The physician states that the adverse event was not product related, but procedure related. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The physician has offered the opinion that there were no product related malfunctions and does not attribute the adverse event to product but to procedure. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).